Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple appropriately treated episodes. However, during one of the episodes a shock seemed to accelerate the patient's self-conducted ventricular rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). The shock stopped the arrhythmia. All electrical parameters were in range, with a shock impedance of 72 ohms. Clinical evaluation defined the episodes as vt of 210 beats per minute (bpm); therefore, the shock and conditional zones were slightly decreased from 210/240 to 200/230 to reduce the time to therapy. No additional adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates this s-ICD was explanted according to the physician's decision based on the clinical condition of the patient. At this time, product return is not indicated.

Manufacturer narrative:
This product has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple appropriately treated episodes. However, during one of the episodes a shock seemed to accelerate the patient's self-conducted ventricular rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). The shock stopped the arrhythmia. All electrical parameters were in range, with a shock impedance of 72 ohms. Clinical evaluation defined the episodes as vt of 210 beats per minute (bpm); therefore, the shock and conditional zones were slightly decreased from 210/240 to 200/230 to reduce the time to therapy. No additional adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates this s-ICD was explanted according to the physician's decision based on the clinical condition of the patient.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple appropriately treated episodes. However, during one of the episodes a shock seemed to accelerate the patient's self-conducted ventricular rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). The shock stopped the arrhythmia. All electrical parameters were in range, with a shock impedance of 72 ohms. Clinical evaluation defined the episodes as vt of 210 beats per minute (bpm); therefore, the shock and conditional zones were slightly decreased from 210/240 to 200/230 to reduce the time to therapy. No additional adverse patient effects were reported. This s-ICD remains in service.